Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that there was fluid in the bladder of the device. However, without the actual device a flow rate test could not be performed. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after the expected 24 hour therapy time, a ¿significant amount¿ of fluid remained in the device. The device had been filled with 3000mg cefazolin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.